Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: screening. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 18-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an external neurostimulator r (ens). It was reported that the trial patient left the surgery center and upon returning home they called reporting pain in their back and numbness and weakness in their legs. It was unknown if there were any factors that contributed to this issue. It was indicated that the patient had an epidural hematoma from the trial. They went to the emergency room (ER) and the leads were removed. A cat scan was performed and the patient was then sent to a different hospital for an MRI and surgery to remove. The patient indicated that the surgery went well and they had a return of sensation and would take 6 weeks to recover.